Manufacturer narrative:
E4 selection was added as it was omitted from the initial report that was submitted. H6 component code, type of investigation, investigation findings, and investigation conclusions were updated accordingly based on investigation findings. H11 the impella device was received from the customer and an investigation regarding the returned device has been completed. Investigation summary - placement signal issue: there was no defect found with the returned product regarding the placement signal issue but there is potential that the console is the cause of the issues.

Event description:
The complainant reported that a patient was implanted with an impella cp for mechanical circulatory support. The pump experienced a placement signal issue. There was a discrepancy of more than 40 mmhg between the a-line values during management and the impella ao waveform values. No further information is available.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
D1. Brand name corrected. D4. Serial and primary UDI number corrected.

Manufacturer narrative:
Related medical device reports: this impella cp device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the automated impella controller.